Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue is currently under investigation.

Event description:
It was reported that the 9800 system had a pre-charge voltage error and would not fluoro during a case. The 9800 system had to be rebooted and the procedure was completed without further incident. No patient injury was reported.